Event description:
It was reported that a patient was to undergo a ¿treatment intervention¿ on (B)(6)-2011. It was reported that it was scheduled and the patient was in the hospital on (B)(6)-2011. No additional information was given. Additional information was requested.

Manufacturer narrative:
Concomitant: product ID 4351, product type lead. Product ID 4351, serial# unknown, product type lead. (B)(4).